Manufacturer narrative:
Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was about 4 inches of air in the tubing. The customer's blood glucose level was 250 mg/dl and it was addressed with boluses. Reportedly, the customer did not remove air from the cartridge prior to filling it. The customer primed the tubing to remove the air.